Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a issue with half-height drawer not closing properly. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative. Correction: section d unique device identifier (UDI). Part analysis: the report of the drawer not closing properly was confirmed by fse. According to wo (B)(4): the fse replaced hh drawer and updated the firmware. Then configured the new drawer and tested with hta. The customer tested in app. Laboratory inspection does not find any visible damage. Laboratory testing found a missing slide bumper from the right drawer rail and the left had both migrating retainer bracket and missing slide bumper; these issues were found on the top drawer. No further testing was performed since the problem had already been identified. The device was in use for treatment purposes as intended per 21 cfr 820.198(d) root cause: the root cause of the issue, where the half-height drawer was not closing properly, was traced to missing slide bumpers.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height drawer 4.1 failed to close properly. As per part investigation, it was determined that there was migrating retainer bracket and missing slide bumper. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from the station, but which caused 35 minutes delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer 4.1 not closed properly. A field service engineer replaced the half height (hh) drawer, updated the firmware, and configured the new drawer. Tested functionality using hardware test application (hta), and customer verified performance through the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a issue with half-height drawer not closing properly. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.